Event description:
It was reported that prior to a coronary artery stenting procedure, stent damage occurred. The details of the lesion are unk. The physician chose a 3.00x16mm taxus liberte stent. The device was removed from the protector hoop, and the stent protector was removed. It was discovered then that the stent was flared. The procedure was completed with another of the same device. There were no pt complications or injuries and the pt condition is listed as "good".

Manufacturer narrative:
The unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the mfg documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause will be classified as operational context. (B)(4).